Event description:
New information received notes that the device was reprogrammed. The patient is fine.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016 due to capture issues. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to loss of capture were observed via remote transmission. Patient was asymptomatic. Further testing was recommended.